Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting faster than usual. The customer's blood glucose (bg) was reportedly within range during the event. The customer reported that healthcare provider would be contacted to obtain alternate insulin therapy, and declined follow up from tandem technical support.